Manufacturer narrative:
Failure analysis noted that the pump had a motor error alarmed during rewind and motor position encoder error alarm found in history file due to corroded on motor home switch. No moisture damage found on electronic assy. The pump was received with scratched on display window and cracked on battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 200 mg/dl. Mother sate the pump was not exposed to a high magnetic field and the drive support cap appears intact. She stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.